Event description:
It was reported a patient underwent a revision procedure due to a dislocation post implantation. Upon examination of the explanted items, the surgeon noticed a fracture in the neck implant. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2023-02675. D10: cat #: 00875801332 / 32mm i.d. Size ll with constraining ring constrained liner use with 58mm o.d. Size ll shell do not use with skirted heads / lot #: unknown. Cat #: 00877503202 / bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 / lot #: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner and ring to be laying on the table, and the adaptor to have a large notch in it. No other information could be obtained from the images. The event was confirmed based on the evaluation of the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Xrays were provided, but not reviewed as they would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.